Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA #2666889 and sa #ucc-21-4076-sa. Per CAPA #2666889 and sa #ucc-21-4076-sa: "the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool." The device was evaluated upon receipt. Left drain port leaks. The drain port internals were leaking through. Replaced drain ports. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A risk review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. CAPA #2666889 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device leaking from one of the drain ports. Biomed would like to know which part they should order to repair. Transferred for assistance, (B)(6). Per follow up information received via task on 27mar2025, device received under wo-00101064 where leaking was repaired.